Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. Fa found the primary failure of the failed clip test to be related to the customer reported complaint. The large hem-o-lok clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip clip test was performed and failed on multiple attempts. Failure analysis found the secondary failure of loose grip cable to be related to the customer reported complaint. The large hem-o-lok clip applier instrument was found to have a loose grip cable at the distal end, likely causing the clip test failures. Upon visual inspection, there was no physical damage found. The housing was removed for inspection and no damages were observed. The root cause is typically attributed to a component failure. A review of the instrument log for the large hem-o-lok clip applier (470230-10/t101802050027) associated with this event has been performed. Per logs, the large hem-o-lok clip applier instrument was last used in a procedure on 7-april-2021 on system sk0645. The alleged instrument had 76 uses remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the last procedure was provided for review. This complaint is being reported based on the failure analysis findings: the large hem-o-lok clip applier instrument had a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier would not close enough to clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.